Manufacturer narrative:
Device evaluation summary: visual inspection showed no evidence of any damage or cracks on the 3/8" x 1/2" connector, however the 1/2" pump tubing showed evidence of a split with a hole. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the hole in the tubing. Reason for return was confirmed for leaking. Conclusion: the complaint could be confirmed that the pump line tubing was perforated and leaked. Performed device history check, no anomalies detected. Product analysis of returned product confirmed perforation in the pump tubing of 0.20 cm causing the tubing to leak. The tubing was received in rolls and it was included in packs as a loose component or preconnected to other components after unwinding and cutting of the tubing. No holes as observed during complaint analysis were inflicted to the tubing. This defect as observed during the analysis was not the result of the product handling in the manufacturing process. Therefore it was assumed this was a supplier related complaint. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the use of a custom tubing pack, the customer reported a leak at the 3/8-1/2 connector in line 5. The connector was cracked. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional information: only this part of the custom tubing pack could be returned. The customer did not have the whole custom tubing pack anymore. Additional information received reported that the same leak did not appear in multiple packs, there was no visible air in system/tubing, and that there was no damage to the packaging.